Manufacturer narrative:
(B)(4) - the device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the pump parameters were fluctuating with the pump powers elevating to 13 watts and then decreasing to 6-7 watts. The patient's central venous pressure was 14 mmhg. On (B)(6) 2015, the set pump speed was decreased by the clinicians to 9000 rpm from an unspecified speed. The patient's lactate dehydrogenase level was elevated to over 1100 u/l from 477 u/l on (B)(6) 2015. The patient's mean arterial pressures were in the 60s-80s mmhg. The patient was also anuric and was on dialysis, and the liver function tests were increasing. On (B)(6) 2015, the patient's pump was exchanged.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit and the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a small thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this formation indicates that it likely formed over an undetermined period of time while the pump was supporting the patient. Further analysis of the disassembled pump revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while the pump was in use, but may have originally formed elsewhere. Although a root cause for the development of the observed formations could not be conclusively determined through this evaluation, they may have contributed to the power elevations that were confirmed through the analysis of the system controller log file, as well as the patient¿s high lactate dehydrogenase. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.